Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular lead and associated implantable cardioverter defibrillator (ICD) displayed shock impedance measurements that were out of range. The local boston scientific field representative indicated that the patient will continue to be followed via latitude. No adverse patient effects were reported. Available information indicates that the system remains in service.